Event description:
It was reported that, "patient was 6 weeks post op l3-s1 fusion with left l5 radiculopathy. Upon review of the CT scan of the lumbar spine, the left l5 pedicle screw was placed laterally. Doctor removed the left l5 screw but when he placed and seated the screwdriver, the tulip head of the screw popped off. We then removed the screw from the pedicle and placed a new xia screw under navigation."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.